Manufacturer narrative:
Citation: rodríguez-caulo ea, blanco-herrera or, berastegui e, et al. Biological versus mechanical prostheses for aortic valve replacement. J thorac cardiovasc surg. 2023;165(2):609-617.e7. Doi:10.1016/j.jtcvs.2021.01.118 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding the long-term patient outcomes of biological versus mechanical prostheses for aortic valve replacement. In the mechanical prostheses group (n = 4,223), approximately 456 patients were implanted with a medtronic ats open pivot valve. In the biological prostheses group (n = 992), approximately 42 patients were implanted with a medtronic mosaic valve. The authors observed a total of 827 (mechanical group = 666, biological group = 161) all-cause deaths during a mean follow-up of approximately 8 years. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred in both groups were described as follows: stroke, major bleeding, transfusions, prostheses reoperation, cardiac reintervention, endocarditis, elevated mean gradients, and cardiac rehospitalization. No additional adverse events were noted.